Event description:
Surgeon wanted to use 25 gauge tubing set up. The tubing gauge was selected for the physician; however, the 23 gauge connection "lit up." The nitrogen powered "puffs" were coming through the 23 gauge and not the selected 25 gauge. Surgeon ended up using 23 gauge for procedure. No complications noted. The 25 ga total plus pak with probe.